Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure the balloon disengaged from the trocar/sleeve. There was no patient involvement. The device was discarded by the customer and is not expected to be returned for evaluation.